Event description:
It was reported the control module will not recognize any of the st holsters. They connected 3 different holsters, and continued to have the issue. There was no pt involvement.

Manufacturer narrative:
Result: uniboard replaced. Eval summary: based upon the inquiry info received visual and functional examination: the unit was found to require the uniboard to be replaced. The device was functionally tested, met all product requirements and returned to the customer.